Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit loss of capture (loc) on the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and discussed this patient was evaluated on the day of the event, therefore, this could be device-based testing but this was not confirmed. No adverse patient effects were reported. At this time, this device system remains in service.